Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5 on a patient with a medical history of multiple vascular surgeries, right ventricular heart failure (rv hf), and heparin resistant. Prior to inserting any triclip devices, after infusing 20,000 units of heparin, the act resulted at 140 seconds, and the patient was treated with anti-thrombin 3. The next act resulted at 280 seconds and was increasing. A decision was made to continue with the triclip procedure. A triclip steerable guide catheter (tsgc) was inserted. A triclip xtw was then inserted, and the clip approached the tricuspid valve with a severe hugger trajectory and was not able to be overcome. While attempting to adjust the trajectory, a clot was observed to have formed at the distal end of the clip. Due to the severe septal hugger and anticoagulation issue, a decision was made to remove the clip and discontinue the procedure. The thrombus was attached to the clip and brought back into the sgc. The clip and the sgc were successfully removed from the patient. It was noted that the clip never went beyond the right atrium, and grasping was never attempted. The procedure was discontinued with no clips implanted. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported positioning failure appears to be related to procedural factors. A cause for the reported thrombus could not be conclusively determined. The reported patient effect of thrombosis/thrombus is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances as no additional treatment was performed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.